Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system's flow sensor was displaying inaccurate readings. The device was not changed out. There was no blood loss and the surgical procedure was completed successfully.

Manufacturer narrative:
Investigation is in process, but not yet concluded.